Event description:
It was reported that a lead integrity alert (lia) triggered for the right ventricular (rv) lead for elevated sensing integrity counter (sic) and an abrupt increase in rv lead pacing impedance. Oversensing was noted from the rv lead. It was also noted that the patient had a neck surgery on the day of the lead alert and there was also a possibility of electromagnetic interference from the implantable cardioverter defibrillator (ICD) during that time. The rv lead and ICD remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction: b5, h6 annex a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a lead integrity alert (lia) triggered for the right ventricular (rv) lead for elevated sensing integrity counter (sic) and an abrupt increase in rv lead pacing impedance. Oversensing was noted on the ventricular channel. It was also noted that the patient had a neck surgery on the day of the lead alert and electromagnetic interference from the implantable cardioverter defibrillator (ICD) was confirmed during that time. The rv lead and ICD remain in use. No patient complications have been reported as a result of this event.